Event description:
Information was received indicating that a smiths medical pump was malfunctioning after the patient changed the tubing. The patient was able to switch to the back up to resolve the issue. Remodulin was being administered subcutaneously at a rate of 54.9 ng/kg/min for the treatment of pulmonary arterial hypertension.